Event description:
It was reported that this device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. There was also observations of gradual rise in high out of range shock lead impedances over the past year, where calcification was a considered factor due to extreme calcification in the pocket. Defibrillation threshold (dft) testing was performed where ventricular tachycardia (vt) was not converted, and the delivered shock therapy triggered a code 1005 for open circuit. Subsequently, the device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. This particular device was not included in the advisory population. The 3191 code was used to denote the surgical intervention.

Event description:
This report is being filed with analysis details.